Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary nine photos were provided showing top web of a product. They also show what appears a needle hub or cap, blue color, it is damaged. This part doesn¿t belong to a needle assembly filter blunt fill. It is unknown the origin of the parts and top web shown. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that before use of the bd blunt fill needle with filter there was an issue with foreign matter. The following information was provided by the initial reporter: they have used 2 bd needles to inject medication into the bag: bd microlance ref. 304622 and bd blunt filter needle ref. 305211. They have not got the lot numbers for these products as the incident happened 2 ¿ 3 weeks ago. This is an event received on 17 february 2020 by mail from (B)(6) regarding 1 bag numeta g19e (product code kdb9623, lot nr 19j28n40) with particulate matter. The customer observed a hard blue fragment in the content of the bag after addition of additives. Sample photo was attached. The customer cut the bag open and found the blue insertion tip. The fragment is needle shaped and felt hard when pressing on the bag. Whether the fragments came from the tip or from the inner membrane of the injection port is unknown. Occurrence date was unknown. No patient involved. Sample photo is only available as the product has been adulterated and discarded by customer. Further information (lot nr, syringe used for additives) requested from customer. Added 28 february 2020: customer uses blunt fill syringe 5 um from becton dickinson.